Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, the cylinders and the ms pump of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks and pressure. Microscope examination revealed that both cylinders had holes in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. No leaks were found in the cylinders. Both cylinders passed the pressure test. The ms pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. No leaks were found in the pump. The pump did not pass the activation tests 2 and 3. No allegations were reported against the returned device; however, the holes identified in the cylinders during visual examination and the ms pump failing activation tests 2 and 3 could affect product performance. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of mechanical malfunction (leaks, incomplete inflation/deflation, kinking) and excess force or friction on silicone leads to stress, strains, holes or tears were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the cylinders and pump of this inflatable penile prosthesis (ipp) returned without initial reporter and performance allegation. Analysis of the returned components revealed that one of the cylinders did not pass the microscope examination, and the pump did not pass the functional test.